Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an unspecified alert during the fill tubing process, then restarted the ilet and successfully completed the load sequence with visible insulin drops at the tubing end, after which insulin delivery resumed; blood glucose at the time was 329 mg/dl, and the user planned close monitoring. Symptoms included hyperglycemia. Outcomes included temporary interruption of insulin delivery with resumption after troubleshooting and user monitoring without medical assistance or hospitalization. Investigation included user interview and device-use review. Investigation of this case revealed that the alert cleared and deliveries resumed after restart and refill, consistent with an intermittent delivery interruption without confirmed hardware failure. It was concluded that the event was user-manageable with resumed therapy and no injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.